Event description:
The customer stated that the architect analyzer generated falsely elevated sirolimus results on one patient sample. The patient was switched to the drug everolimus, but the lab was not informed of the switch, so they ran the standing order for sirolimus. The sirolimus results provided were: 8.3ng/ml. The customer believes the results should be <2.0ng/ml. The date the last dose of sirolimus was administered to the patient - (B)(6) 2014. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, and a review of labeling. The customer observed a discrepant result, while using architect sirolimus, list 1l76-25 lot 39012m500. A review of complaints for lot 39012m500 did not indicate any similar issue. There was no patient sample available to assist in the investigation. A review of the sirolimus assay product labeling provides adequate information regarding testing for sirolimus. It also provides discussion regarding limitations and performance of the sirolimus assay. Accuracy testing was performed to evaluate the performance of reagent lot 39012m500. An internal sirolimus panel was tested with retained kits of the reagent lot and all acceptance criteria was met, which indicates acceptable product performance. The infomation in the complaint text does not reasonably suggest a malfunction since an everolimus sample was tested on the architect sirolimus assay in error. No additional issues were identified; no further action is required at this time.